Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month ago prior to contacting lfs. The patient reported a blood glucose result of "145 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient administered an increased dose of insulin (2 units). After the alleged issue, the patient claimed she felt a symptom of shaky. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.